Event description:
(B)(4). Same patient as: 2134265-2012-08015, 2134265-2012-08016, 2134265-2012-08017. Same case as: 2134265-2012-07984, 2134265-2012-07988, 2134265-2012-07989, 2134265-2012-07992, 2134265-2012-07993, 2134265-2012-07994. It was reported that post a coronary stenting treatment procedure, the patient experienced a myocardial infarction and an occlusion. In (B)(6) 2011, the patient presented with recurrence of angina pectoris and cardiac catheterization was recommended. Lesion 1 was located in the mid segment of saphenous vein graft (svg) to 1st diagonal. The lesion was 100% stenosed, 2.5mm in diameter and 60mm long. The lesion was treated with predilation and placement of overlapping 3 (2.5x32mm, 2.5x12mm and 3.0x24mm) taxus liberte stents. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In march 2011, the patient returned to the cath lab for a staged procedure in the mid right coronary artery (rca). Lesion 2 was 70% stenosed, 4.0mm in diameter and 32mm long. The lesion was treated with direct stent placement using a 4.0x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. In (B)(6) 2012, the patient presented with non-st elevation myocardial infarction and was hospitalized. The patient's cardiac enzymes were noted to be elevated consistent with the protocol definition of myocardial infarction (mi). The patient was referred for cardiac catheterization. The total occlusion (3 taxus liberte study stents) of the svg to 1st diagonal was treated with placement of 2 overlapping (2.25x23mm and 3.0x38mm) non-bsc drug eluting stents. In addition, the svg to distal left circumflex (stent thrombosis of commercial stents) was treated with thrombectomy followed by placement of a 3.5x15mm non-bsc stent with and excellent result. The event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).